Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was blood inflow identified inside the lead insulation even after attempts were made to remove/wash the blood. The physician decided not use the lead. No patient complications have been reported as a result of this event.